Manufacturer narrative:
Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Correction : medical device serial #, device manufacture date. Additional information : date of birth, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the medication ran in 10 minutes instead of one hour. The medication started was metronidazole (flagyl) 500mg IV in 100ml, which was piggybacked to sodium chloride 0.9% and charted as running at 75ml/hr. The pump was programmed and piggy backed with ns for 100ml/hr over the course of one hour. The nurse recognized that the medication ran the drug within 10 minutes of being started and blood starting drawing back into the line as well air was starting to be pulled, but the nurse had stopped it in time before the air got to the patient. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the medication ran in 10 minutes instead of one hour. The medication started was metronidazole (flagyl) 500mg IV in 100ml, which was piggybacked to sodium chloride 0.9% and charted as running at 75ml/hr. The pump was programmed and piggy backed with ns for 100ml/hr over the course of one hour. The nurse recognized that the medication ran the drug within 10 minutes of being started and blood starting drawing back into the line as well air was starting to be pulled, but the nurse had stopped it in time before the air got to the patient. There was patient involvement but no harm.